Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at a hospital. The caller stated that the cause of death is unknown however, the caller stated that the customer had low blood glucose during the night and went into a diabetic coma. The customer was unresponsive and was taken to the hospital, where she passed away the same day. The caller stated that the customer had congestive heart failure, diabetes, and gastroparesis. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller stated that they no longer have the customer's insulin pump.